Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported via medwatch (user report# 2300460000-2015-8039) that intra-op, the ball tip feeler broke while using it in the patient. All the fragments were removed from the patient. The device came in contact with the patient. No patient complications were reported.